Event description:
It was reported that the patient presented to the clinic for a device check after fainting two times. An interrogation showed normal device function but did note a maximum right ventricular (rv) lead impedance measurement of 9999 ohms. The timing of the undefined impedance measurement was unknown; however, there was no lead warning which seemed to indicate that the measurement may have occurred prior to implant. Current lead impedances were within normal limits and provocative testing was negative. Follow up indicated that there were no programming changes made and that the cause of the fainting spells were not known. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: adsr01 ipg implanted: 2008 (B)(6). (B)(4).